Manufacturer narrative:
The pump gave an alarm during the basic occlusion test due to a protruded and loose drive support disk. The pump also had a cracked reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, minor scratches on the lcd window, a scratched reservoir tube window, and cracked belt clip slot.

Event description:
It was reported that the insulin pump had a protruding drive support cap and alarmed an error. The blood glucose reading was 169 mg/dl. The customer stated that she was changing the infusion set was reservoir when the alarm occurred. She stated that after the alarm, the insulin pump reset itself and made a weird sound. She noted that the device stopped vibrating. She believed that she may have dropped the insulin pump a few days prior but was unsure. No other significant events leading to the alarm were noted, although she mentioned that this issue had occurred previously. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
This MDR related to the (B)(4) site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluate. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.